Manufacturer narrative:
This report is submitted on 19 april 2021.

Event description:
Per the clinic, the patient experienced extrusion of the electrode array and cholesteatoma at implant site, resulting in explant of the device on (B)(6) 2021. The patient was not re-implanted with a new device.

Manufacturer narrative:
This report is submitted on 19 may 2021.